Event description:
It was reported that there was a problem related to a programming or interrogation procedure. There were issues with telemetry. The appropriate application and programmer was used. It was determined to be due to the interference from the x-ray equipment. Telemetry was obtained without any problems after leaving the room. The drug contained in the pump was not reported.

Manufacturer narrative:
(B) (4).